Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the reporter stated the user¿s libre 3 plus sensor failed to pair with the ilet bionic pancreas. After re-pairing, the sensor warmed up and later read 53 mg/dl (fingerstick 55 mg/dl). The user treated with 15 g carbohydrate and recovered (bg 77 mg/dl). No symptoms or hospitalization reported.